Event description:
It was reported that water entered the ventilator from wall gas supply. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to the hospital engineer, the air gas module, o2 sensor and safety valve were contaminated with water and needed to be replaced. No ventilator logs were provided. The replaced parts were not returned for further investigation. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The root cause was a damaged water trap in the building's compressed air system. No ventilator malfunction is suspected. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.